Manufacturer narrative:
The tech found the head hi/low up valve was not functioning. He replaced the valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting.